Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)(B)(4)(rep) **allegation of broken desktop charger pin covered in 701918541** additional information received via a manufacturer's representative (rep) stated that the patient did not think the system was working. The patient was unable to recharge and the rep thought the ins could be in over discharge. The rep inquired about an MRI causing an issue, as the patient has fallen and had 3 car accidents since implant. The rep will be meeting with the patient to troubleshoot system. Additional information received stated that the rep had met with the patient, but the patient did not bring their recharging equipment to the appointment as required, so troubleshooting the recharger was not possible, and the device could not be interrogated. The rep was able to determine the ins was discharged. Another troubleshooting meeting was scheduled to check the external devices as well. The rep stated that the patient would not let the rep help her. The rep also stated that the patient was being noncompliant, and that the patient agreed with this assessment. Additional information received stated that the patient was seen by a different rep at the follow up appointment. The rep did not believe the ins or the MRI caused the reported car crash or the fall. The patient had mentioned falling on a concrete slab, but did not give the rep the opportunity to ask additional questions, nor did she allow the rep to help her. The rep stated the last time she saw the patient was at the request of the patient's healthcare provider (hcp), but no information was available or could be gathered from the patient. Additional information received from the other rep who saw the patient the second time stated that nothing could be done at the second appointment. The patient was sent new external device few weeks ago but the patient had not opened it to recharge the device. It was determined that the ins was dead because the patient had not charged it. The rep tried to begin a recharging session with the patient, but the patient became angry and left the facility. The device had not been charged enough to successfully interrogate. The rep reported he had no further information. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that they had not been informed about the specifics of their ins, which they had had for a week prior to the date of the report. The patient reported some complaints about their manufacturer representative not calling them back. The patient reported that they were having convulsions from the stimulation. The patient also reported that the stimulation was turned up too high at 2.15v when they usually have it at 0.15v. It was reported that the patient was not sleeping since they had the device implanted. The patient mentioned that they wanted to have the device taken. The patient also reported that they went to the ER on 2017-apr-03 because they had been having problems the whole weekend and had numbness and tingling on their right side. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implant has been unsuccessful for her. The patient reported not being properly programmed and that she was getting all kinds of jolts off electricity through her body. The patient noted that it has been a month since she has seen her health care provider, but she was going to talk to her health care provider about taking the device out. The patient has additional scarring and she has faulty equipment in her body. After surgery, the patient met with a manufacturer representative who tried to create a new program, and it resulted in the patient being shocked.the voltage went from the top of her head to the bottom of her seat. The patient wanted it out at that time, but she had just gotten it. The patient was afraid to use it because it wasn't properly programmed, so the patient was only using it on the ¿minimum,¿ but wasn't getting full usage of it. The manufacturer representatives just created a program, ¿d.¿ the patient reported that she is now taking oxycontin every four hours instead of every eight to ten because her stimulator doesn't work. The patient reported that the manufacturer representative didn't properly educate her or give her instruction on it until the day of the surgery and at that point, the patient was under anesthesia. Starting on the night of the implant procedure, the patient was having severe chest pain when sneezing and she had notified the manufacturer representative of this issue. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the representative (rep). It was noted that the patient was not informed on how to use the external equipment and she was having issues with the setting and programming. The rep later reported that they took care of the issue. No further complications were reported.